Event description:
A pt reported inaccurate erratic results with a one touch ii meter. Pt's blood glucose readings were 118mg/dl from meter vs. 240mg/dl lab from lab test. Tests were done 15 mins apart. Pt did not experience any adverse events. No further info has been reported.